Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6.1 row b was offline and found overheating that led to melting of components and material degradation. As per the part investigation, it was determined that the reported issue was attributed to a faulty assy cbl pyxibus 7 drawer with exposed copper strands and thermal damage caused by cable to chassis friction, which compromised the stations functionality. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the report condition of drawer 6.1 row b offline was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), the fse reported that in med app row board was offline and in utility. The fse examined row board connections, all were good. Retractor band was good. The fse found that the pyxibus cable had thermal damage from a conductor to the back chassis of drawer and replaced the cable. Finally, the fe tested drawer in utility and passed. The report was closed. During dchu visual inspection: pn 121085-01: the assy cbl pyxibus 7 drawer was received with exposed copper strands and black marks during dchu testing: pn 121085-01: no further tests were deemed necessary due to thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as a faulty assy cbl pyxibus 7 drawer due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the stations functionality.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 16218836 was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row board was offline in the med application and utility. A field service engineer (fse) examined the row board connections and the retractor band. Further investigation revealed thermal damage on the pyxibus cable, extending from a conductor to the back chassis of drawer 7. The fse replaced the damaged cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6.1 row b was offline and found overheating that led to melting of components and material degradation. There were no delay, no adverse events or injuries reported based on this event.